Event description:
Updated summary: the event involved product(s) mmt-1884l. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the insulin pump was exposed to moisture and received a pump error 35 alarm (a broken force sensor was detected during seating or regular delivery) alarm. The customer also reported a crack on the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for the critical pump error and cosmetic damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per healthcare professional instructions and place the pump in storage mode. Troubleshooting was declined by the customer for fluid in pump. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Additional information regarding product material change from mmt-1880l to mmt-1884l has been updated through the first supplemental report 2032227-2025-195721-1 in sections b5 (updated the summary), d1/d2a/d2b (product code, brand & device name) and d4 (model & catalog number). Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and force sensor. Moisture damage was found on the motor. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file on 05/25/2025 04:53:00.000 and on 05/25/2025 05:03:01.000. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay and peeling/stained serial number label. Test p-cap and reservoir locked properly into reservoir compartment during testing. Perform the history review 2 days prior to the event date 25-may-2025 in the pump history file and found 1 no delivery alarm on 05/23/2025 (during bolus), 2 pump error 35 alarms on 05/25/2025, and 1 failedbatttest (58) on 05/25/2025 05:35:09.000. Unable to verify the insulin flow blocked alarm (no delivery alarm) during the basic occlusion test, occlusion test and force sensor test due to critical pump error (open book image) alarm. Pump error 35 alarm confirmed in the pump history file due to corroded force sensor. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to alarm-aa99-critical pump error (open book image) alarm. Alarm-aa99-critical pump error (open book image) alarm confirmed due to alarm-a338-pump error 35. Alarm-a338-pump error 35 confirmed due to corroded force sensor. Damage-moisture confirmed. Damage- cracked case battery tube confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.